Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cup handle was damaged when surgeons tried to change the version of the cup after implantation. The threads on the cup inserter and the cup were both damaged when surgeon attempted to reattach the cup. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cup handle was damaged when surgeons tried to change the version of the cup after implantation. The threads on the cup inserter and the cup were both damaged when surgeon attempted to reattach the cup. No further information available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not.